Manufacturer narrative:
The reported events of premature discharge of battery and no magnet response were confirmed. The device had no output and no telemetry. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.

Manufacturer narrative:
Correction: correction to b1, b2 for adverse event and required intervention to prevent permanent impairment/damage, g2 for distributor, h1 for serious injury and h11 for missing DHR statement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.